Event description:
On (B)(6), 2007, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm and a left common iliac artery aneurysm. The left hypogastric artery was coil occluded during the procedure. On (B)(6), 2010, a follow-up angiogram of the abdomen and both common iliac arteries was performed. The images revealed a type-2 endoleak from the inferior mesenteric artery and indeterminate aneurysm growth. An intervention is not being planned at this time; however, the physician will continue to monitor the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. As stated in the gore excluder aaa endoprosthesis instructions for use, complications that may occur and/or require intervention include, but are not limited to, endoleak. Add'l gore devices related to the event: pxc141200/(B)(4) and pxl161207/(B)(4).